Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A (B)(4) technician reportedly replaced the concentrate pump to resolve the issue and return the machine to service.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 machine with a concentrate assembly that was not suctioning. Upon follow-up, it was learned that the concentrate pump cable was in the wrong position, and the bicarb pump was burned. A service technician replaced the concentrate pump and calibrated the machine to resolve the issue and return the machine to service. It was confirmed there was no patient involvement.